Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event : the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: (B)(4) ipg implanted: (B)(6) 2011. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted and replaced due to system upgrade. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.